Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after an endovascular thrombectomy (evt) procedure with an 8f sheath. Reportedly, the axial suture was pulled, but the knot tightened prematurely and could not be advanced into the vessel. When pulled with force, the suture separated. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported failure to advance the knot may include, but are not limited to, user pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. The reported suture separation appears to be related to the reported force applied when the suture was pulled. Reportedly, the axial suture was pulled, but the knot tightened prematurely and could not be advanced into the vessel. When pulled with force, the suture separated. It should be noted that the prostyle instructions for use (IFU), states: secure the knot again by gently pulling coaxial on the non-ail suture limb. Do not apply excessive pressure to the suture. In this case, the force applied when pulling the suture likely contributed to the reported suture separation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - excessive force.